Manufacturer narrative:
Lot number and device manufacture date provided.

Manufacturer narrative:
This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification.(B)(4)

Manufacturer narrative:
Patient weight not made available from the site. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested for solera 5.5/6.0 mas driver. No parts have been received by manufacturer for analysis. (B)(4) 2015 a medtronic representative, following-up at the site, confirmed the procedure was completed with a driver from another tray.

Event description:
A medtronic representative reported that, while in a spine procedure, the tip of a solera 5.5/6.0 mas driver broke while placing a pedicle screw. Confirmed there was no fragment remaining in the patient. No further details regarding the damage, or how it occurred, were provided. Delay in therapy was 5 minutes. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.